Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was placed to technical services on 03/20/2018 stating that this lead had pacing impedance of 679 ohms last (B)(6). In (B)(6), the rv pacing impedance was 946 ohms. Most recently, the rv pacing impedance was 1200 ohms. There was no noise on the stored or presenting electrograms (egms). The following physician was dr. (B)(6 at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).